Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, bupivacaine, and clonidine via an implanted pump. The indication for pump use was malignant pain spine/back. The patient reported that for 2-3 weeksnow they had been having issues with the handset when they were trying to do a bolus. The patient stated that they were getting a pop up message to download the settings from the pump and the handset was lagging at 91% for a long time. Per the patient, they got 8 boluses a day. The agent assisted the patient with clearing the data on the handset and closing all the apps after which the patient was able to connect to the pump very fast to see the lockout screen. The troubleshooting steps that were taken on the call resolved the issue.